Event description:
The inner packaging seal was already slightly opened when the outer box was opened; therefore, the prod could not be used. The prod was discarded by the account and the procedure was completed with another stent of the same size. The prod was never used clinically. The prod is not available for eval and testing. Add'l info will be submitted within 30 days of receipt.